Event description:
A malfunction was reported with a customer's insulin pump, which displayed a malfunction 16 error code that could not be reset. Although there was no adverse impact on the customer's blood glucose level, the situation required escalation for prompt pump replacement. Tandem technical support advised the customer to contact their healthcare provider for alternate insulin delivery methods while waiting for a replacement, as no backup was available. The replacement pump, equipped with updated software, was arranged for expedited shipping after addressing the customer's concerns about transferring pump settings and connecting the cgm. The customer was instructed to return the malfunctioning pump within ten days to avoid charges and was assured that the warranty would remain unchanged.